Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to t wave oversensing on the right ventricular (rv) lead. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to t wave oversensing on the right ventricular (rv) lead. Additional information was received that this device was explanted due to other non product experience. Further information from the field representative confirmed the explant was due to a device migration. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. Skin erosion and device migration are known for implanted devices. Analysis of the returned product is not able to provide relevant information pertinent to these types of allegations. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to t wave oversensing on the right ventricular (rv) lead. Additional information was received that this device was explanted due to other non product experience. Further information from the field representative confirmed the explant was due to a device migration. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to t wave oversensing on the right ventricular (rv) lead. Additional information was received that this device was explanted due to other / non product experience. No additional adverse patient effects were reported.